Event description:
While on site for a preventive maintenance, the field service engineer (fse) observed that the yellow connector of the device basin was chipped. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
While on site for a preventive maintenance, field service engineer (fse) found the yellow connector of the device basin to be chipped. The push plate was also damaged. Fse replaced the scope connector and the push plate. Fse checked that the connectors were properly connected, verified spray, and pulled on each verifying they would not fall off. Equipment was repaired and verified according to original equipment manufacture instructions. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the yellow connector of the device basin being chipped was likely from coming in contact with something hard. The specific root cause could not be determined at this time. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.